Event description:
At about 4 months and half after the primary, the patient came in reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 sep 2023. Lot 2237674: (B)(4) items manufactured and released on (B)(6) 2023. Expiration date: 2028-03-04. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold without any similar reported event during the period of review.